Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mih gear inside of the cup inserter broke during implantation of cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by the return and evaluation of the device. Visual inspection confirmed that the inserter screw is fractured on each side of the of the connecting post and at the weld to the containing ring. The threads of the inserter do not exhibit any notable damage or wear. The shaft shows light wear marks and discoloration from the weld to the retaining ring. The average hardness was measured and falls within the tolerance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.